Event description:
The sales rep reported that during an arthroscopic shoulder procedure, the surgeon noted that there were metal shavings emanating from a lupine drill bit guide and falling into the "patient&apos;s" joint space. Upon close examination, the surgeon noted that the distal end of the guide was malformed, causing the drill bit to rub up against the anomaly, which resulted in the metal shavings. The surgeon then employed another guide, again with the same results; however, there was no apparent anomaly or damage to this new guide. They do not know if all of the debris was retrieved from the body; however, the procedure was completed successfully without further issue or harm to the patient. Also see associated MDR 1221934-2011-00347.

Manufacturer narrative:
Although nothing is being returned for evaluation, we believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions, the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was them duplicated. Outside of this hypothesis and consideration, we cannot discern any other root cause for the reported issue. At this point in time, no corrective or further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.